Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. The reia measured 7-9mm with stenosis observed. The leia measured 8-9mm. It was reported that the patient presented emergently approximately 2 months post the index procedure with a cold leg and a limb occlusion was visualized on imagine. The patient received interventional treatment on the same day with stenting and thrombectomy to resolve the occlusion. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.